Event description:
Info received indicates the head section cannot be raised and is stuck at 10 degrees.

Manufacturer narrative:
The tech isolated the issue to the head up valve seat sticking in the port. The tech replaced the valve to repair the bed.